Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading displayed as ¿low¿; however, a specific value was not provided, and the meter bg reading was 489 mg/dl, and a second cgm bg reading displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose and displayed as ¿high¿; however, a specific value was not provided. Bg was addressed by manual injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 39 mg/dl at 6:16 pm on (B)(6) 2024 and fs read 268 mg/dl at 6:16 pm on (B)(6) 2024. Inaccuracy is 85.45% with a point difference of 229. The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation.